Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt206 adult inspiratory heated breathing circuit was not returned to f&p for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph showed a long vertical crack originating from one of the inlet ports propogating downwards towards the base. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely due to transportation or storage. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in thailand via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber provided with the rt206adult inspiratory heated breathing circuit, was found cracked before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in thailand via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber provided with the rt206adult inspiratory heated breathing circuit, was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: UDI details updated - expiration date added. Section g1: contact person updated to mr. (B)(6). Section g4: the rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt206 adult inspiratory heated breathing circuit was not returned to f&p for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph showed a long vertical crack originating from one of the inlet ports propogating downwards towards the base. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely due to transportation or storage. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."